Event description:
Clinical trial. It was reported that 1169 days post index procedure, the patient experienced a myocardial infarction (mi). Clinical assessement indicated that the patient's qualifying condition was stable angina and patient was referred for cardiac catheterization. One 28mm long target lesion located in the mid rca with 95% stenosis and a 3 .5mm reference vessel diameter was randomized into the study. Treatment consisted of pre-dilatation and placement of a 3 .5 x 32mm study stent, reducing the stenosis to 0%. The patient was discharged one day later on protocol doses of plavix and aspirin. On day 1165, the patient underwent urgent placement of a permanent pacemaker after developing a transient third degree heart block with ventricular standstill. The next day, the patient underwent cardiac catheterization and was referred for CABG. On day 1169, the patient underwent quadruple coronary artery bypass grafting. The same day, the patient's post operative cardiac enzymes were elevated. ECG is not available. During admission, the patient was noted to have decreased renal function that resolved prior to discharge. The patient was discharged 7 days later on aspirin. In the opinion of the physician, there is no relationship of mi to the study stent or a prior co-morbid condition. In the opinion of the physician, there may be a possible relationship to a non-target vessel. Lastly, there is an unknown relationship of mi to the study stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.